Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient complained of instability in her 4 yr old tka and has had chronic anteromedial pain. She was limited in her ability to walk and stand. The surgeon noted that she was loose in both flexion and extension. Revised her 10mm insert to a 15mm. Doi: (B)(6) 2014. Dor: (B)(6) 2018. Right knee.